Manufacturer narrative:
(B)(4).

Event description:
The dentist reported that 4 months after the dental implant was installed in intraoral region #11 it was verifies its non osseointegration. Twenty ncm of primary stability was achieved and immediate load was performed. Patient had low bone quality (bone type IV). The implant was carries out immediately.